Manufacturer narrative:
This report is submitted on april 3, 2020.

Event description:
Per the clinic, the patient had a baha attract to conversion sometime in 2018 (exact date unknown) (reason for the conversion unknown.

Manufacturer narrative:
The correct date of awareness is march 11 2020. This report is submitted on april 3, 2020.

Event description:
The correct date of awareness is march 11, 2020.